Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during the new hire training , the autopulse displayed " system error , out of service , revert to manual CPR " error message. According to the customer , the platform was not used for over two months prior to the event. No patient involvement on this reported event.